Event description:
At the onset of administering cardioplegia, the heart did not arrest. A low line pressure was noted. The cardioplegia pump stopped, followed by the arterial pump. The perfusionist stated that an alarm sounded, but no visual alarm or error code was displayed. When the arterial pump was re-started, the line pressure increased to the pressure limit, triggering the arterial pump to stop. The visual alarm on the pressure module flashed, indicating a high line pressure. The surgeon requested that the console be changed out. Bypass was completed without incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a cardioplegia and an arterial pump stopped during the procedure. The pumps were removed from service. A sorin representative was dispatched to evaluate the pump. Functional testing did not reveal any problems. A digital sphygmomanometer was attached to the arterial pressure transducer. The zero point of the transducer had not been adjusted and was reading negative. It was recommended that the clinician routinely zero the transducers. The digital sphygmomanometer was then used to induce high line pressure in order to test the pressure control module. The representative confirmed that no alarm was triggered. However, further evaluation of the pressure module found no alarms were set. With respect to the audio alarm reported by the perfusionist, the roller pump generates an audio alarm automatically on stoppage regardless if any control module is in use. In response to the induce high pressure testing, the arterial and cardioplegia pumps slowed and eventually stopped. It was found that the two pumps were slaved together. Therefore, in this case, an alarm situation that would stop one pump would stop both pumps. This test was repeated an additional six times with the same results. The sorin representative was able to confirm the reported problem. However, the system performed as expected in response to a high line pressure with no alarm set. The reported problem was due to an incorrect set-up by the user. The facility reported this incident to the (B)(4). This medwatch report is filed as a result of this action.